Event description:
The customer reported that during a procedure the barrel of the syringe cracked and sprayed fluid all over the doctor. The syringe was being used to inflate a balloon during a medical procedure and was reported as an end-user error. No specifics were provided as to the nature of the error. No information was received regarding any serious injury as a result of this product malfunction.